Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the clip remains in patient.

Event description:
This is filed to report the thrombus in the atrium. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to on (B)(6) 2019 an echocardiography was performed for the annual follow-up. A left atrial thrombus was identified and there was no device deficiency with the mitraclip. Warfarin was administered to treat the thrombus. The thrombus was not attached to the mitraclip. In the opinion of the physician, it is unknown if the mitraclip caused/contributed to the left atrial thrombus. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the thrombus was not in the atrium, but rather, the thrombus was in the left ventricle. In the more current opinion of the physician, the thrombus is not related to the mitraclip because it occurred six months after the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Event - location of thrombus updated from atrium to ventricle. MFR site - contact office first and last name was updated from (B)(6) to (B)(6).